Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg was explanted and replaced during surgery on (B)(6) 2016 due to the patient not charging her system for several months resulting in no communication between the ipg and external devices. Effective stimulation was reportedly restored postoperative. Concomitant medical products - model 3183 (x2), scs lead and model 3383, scs extension - therapy date is unknown to the manufacturer at this time.